Event description:
The thermogard xp ivtm system (sn (B)(4) displayed tcmid:04 (ce response timeout) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:04 (ce response timeout) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. The possible root cause for the error observed in the event logs is liquid on the board of the air trap sensor block. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a tcmid:04 error message was noted; thus, confirming the reported complaint. The archive review also recorded a mid:02 (too many communication timer events) error message, unrelated to the complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The connectors on the pic-16 circuit board and the I/o pcb board were inspected, however, no irregularities were found. The possible root cause for the tcmid:04 error and the mid:02 error message is the liquid found on the board of the air trap sensor block. The air trap sensor block was replaced to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).